Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the syringe was leaking past the stopper. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the plunger rod has two damaged ribs. No other defects or imperfections were observed. The sample was then tested for leakage and passed. The damaged ribs could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 301035, possible lots 3065193, 2179787 and 3110657. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly line was performed. The conveyors and rails were aligned. The flow of product was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom of plunger rod broken is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
We received another complaint from the same customer regarding a leaking syringe behind the stopper. (Previous complaint ID #(B)(4) it was noticed during filling, so no patients are involved. Event date: 25-06-2024. Item number: 301035. Batch number: multiple bd batches have been used in this batch. Which batch this defect came from cannot be determined. - (B)(4)% 3065193. - (B)(4)% 2179787. - (B)(4)% 3110657.